Event description:
Customer reported she experienced low blood glucose for about a week. Initial blood glucose value was 31 mg/dl and the next early morning was 34mg/dl; customer treated with food. She was not admitter to the hospital but was assisted by the paramedics at her house. Customer also reported that the insulin pump has a crack in the casing. The crack is on the upper right corner of the screen going upwards at a 45 degree angle. She stated that the drive support cap is flush. Customer is unsure if the crack or drive support cap contributed to the event. Reservoir is showing the same amount of insulin as shown on the status screen. Displacement test passed. Last blood glucose value was 188 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump passed functional tests including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. Device functioned properly. The drive support disk was inspected and no anomaly was noted. Device received with cracked case on display window corners, minor scratched lcd window, cracked lcd window, cracked reservoir tube lip and cracked battery tube threads.